Event description:
On (B)(6) 2015, this patient underwent an endovascular treatment of an abdominal aortic aneurysm and an iliac artery aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date in 2020, an aneurysm enlargement and a distal type I endoleak of the right side were observed. On (B)(6) 2022, a reintervention placing an additional stent graft was performed. Reportedly, the aneurysm had expanded 6mm in two years since 2020. The cause of the aneurysm enlargement and the distal type I endoleak is unknown. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. The cause of the aneurysm enlargement and the distal type I endoleak is unknown. Additional information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement and endoleak. Additionally, per IFU, intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.